Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. A bag with three unformed clips was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap sigmoidectomy, a malformed clip was fed into the jaws. The device was not use for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device was fired outside the patient several times after the operation. One or two clips were malformed at the time

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.